Event description:
A surgeon reported that a patient experienced a retinal detachment while silicone oil, that had previously been injected during a previous macular hole repair, was being extracted. The silicone oil extraction was stopped and more silicone oil was injected into the eye. A retinal tear was suspected but was not confirmed. The patient's condition was noted as stable upon discharge. Additional info was received indicating that the male connector on the extraction/injection port was broken and therefore could not create sufficient vacuum.

Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).